Event description:
New information noted that externalized conductors were noted.

Event description:
Related manufacturer reference number: 2017865-2021-32696. It was reported that when the patient presented remotely via merlin.nettransmission, noise oversensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2021. The device was prophylactically explanted and replaced due to advisory. The patients condition was stable.